Event description:
It was reported that the ilet bionic pancreas using a libre 3 plus sensor stopped displaying readings with repeated scan errors and alerts for sensor unavailable and replace sensor, despite completing firmware and app updates and multiple rescans; the user replaced the nonviable sensor and was transferred to the sensor manufacturer for replacement, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the systems, aligned with intermittent communication failure and involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.